Manufacturer narrative:
A medtronic representative, following up with the site, reported that the cord of the stingray was not being pulled on. The medtronic representative also reported the site does not wish for the system to be checked by a medtronic representative at this time. The instructions for use (IFU) that accompanies the device provides guidance for multiple registration methods.

Manufacturer narrative:
On 08/09/2016 medtronic specialist review of 3d model and tracer pattern resulted in recommendation to trace back to temples to collect more posterior data, as well as more varied points around the forehead. No further issues have been reported.

Event description:
A medtronic representative received a report that, while in a functional endoscopic sinus surgery (fess), the surgeon alleged an inaccuracy of 2 millimeters. The surgeon was accurate on superficial anatomy, however, showing 2 millimeters lateral in deeper anatomy with all instruments used. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.